Event description:
It was reported that the pt underwent posterior lumbar fusion (plf) from t3 to l2. The surgeon used the probe to palpate the pedicle. The tip broke off in a pedicle (level unknown). The surgeon was able to suction the broken tip out of the pedicle. Another instrument was used to complete the surgery without further incident. No add'l pt complications were reported.

Manufacturer narrative:
(B) (4): the probe was returned for eval. The probe was bent from approximately 40 mm to end of the tip; approximately 20 mm of the tip is missing and not returned for analysis. Microscopic examination of the fracture revealed a fairly tortuous fracture surface with no visible indications of fatigue, suggesting failure due to bending stresses. A review of the device history records di not identify any applicable nonconformance to specification.